Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their reservoir was leaking insulin. Customer stated they changed the infusion set twice and doesn't believe it is an issue with the insulin pump. Customer treated high blood glucose levels with manual insulin injections. Customer's blood glucose level was around 250 mg/dl at time of reporting. Nothing further reported.